Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer¿s blood glucose level was 500 mg/dl. Customer had symptoms such as nausea, vomiting, and coma. Customer was treated with manual injection. Customer stated that there was air bubbles in the tubing. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.